Event description:
Customer called on 05/2002 alleging that their meter was reading inaccurately low. Pt was taken to the hosp this past march and april for low blood glucose. Their physician had requested that pt be taken to the hosp if blood glucose results were above "160 mg/dl". Sometime this past april pt obtained a blood glucose result of "39 mg/dl and 40 mg/dl" in the morning. Pt was taken to the ER and was tested in the lab. Pt had blood glucose result of "180 mg/dl and 230 mg/dl". Pt was treated with a fast acting insulin and released 3 to 4 hours later. Time difference between the meter and the lab tests is unk. Physician increased pt's daily insulin intake. Meter was replaced. No further info was provided.